Manufacturer narrative:
The reported device was not returned for evaluation. Additionally, manufacturing and inspection records could not be reviewed as the model number and batch/lot number of the device is unknown. Based on the information received, the root cause could not be determined.

Event description:
It was reported post-operatively a male patient fell, and the olecranon plate came away from the fracture causing a new fracture. The surgeon used an ulna nail was used to complete the surgery. No adverse patient consequences were reported. No other details are known.